Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unresponsive button. It was reported that the customer's blood glucose level was 120mg/dl. Keypad anomaly troubleshooting was performed. It was reported that the numbers were not ramping on their own. It was also reported that the scroll bar was moving with no input and that there was some type of misconnection between insulin pump and keypad. It was reported that the customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.